Manufacturer narrative:
The results of this investigation concluded that no damage or anomalies were observed with the returned trifecta gt valve holder. A review of the device history record was not possible as the serial number was not provided. The cause of the reported event remains unknown. The valve remains implanted.

Manufacturer narrative:
UDI: unknown since the serial number was not provided. (B)(4).

Event description:
In late 2016 ((B)(6) timeframe), an aortic valve replacement was performed. After parachuting the trifecta gt valve down into the patient's annulus, an aortic dissection was noted. The dissection was through the intima and media of the aorta only and did not extend though the adventitia. Per report, the surgeon believes it was caused by the valve holder pushing through the patient's tight anatomy. Per report, there is a belief that the location of the holder legs and softer cuff may have contributed. The dissection was repaired during the index procedure. The trifecta gt valve remained implanted and the patient was stable post-procedure. No further information is known about the event including the model and serial number and the patient's age and gender. The valve holder was retained and will be returned for analysis.